Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for an in-clinic follow up. Upon interrogation, the patient's implantable cardioverter defibrillator (ICD) was found in bvvi mode due to event queue overflow. The ICD was successfully restored. The patient was provided a new cellular antenna for their home monitor to avoid backup in the future. The patient was stable throughout the event.